Event description:
During insertion of a 6.5mm cannulated screw, the threads peeled in the bone. The screw and the screw threads were retrieved. The procedure was completed using a different threaded screw. No harm to patient.

Manufacturer narrative:
Subject device has been received and is currently in the investigation process. No conclusion can be drawn at this time. Synthes is unable to determine the MFR date without a lot number.